Event description:
Per the clinic, the patient experienced an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: per the clinic, it was reported that there was no infection. The correct date of awareness is (B)(6) 2025 not (B)(6) 2024 as previous reported. Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another cochlear device on (B)(6) 2024.